Event description:
It was reported that the customer had a blank display on the insulin pump. Customer was using an energizer battery. Customer inserted a new aaa alkaline battery. Customer stated that the display returned. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. Customer also had a weak battery alarm. Customer cleared the alarm. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.